Manufacturer narrative:
Returned product was examined under magnification. Plate has fractured across the distal screw cluster region. Majority of fracture site has a smoothed surface, indicating plate failure was not instantaneous. Fracture surface indicates that fracture began on bottom of plate and propagated toward the top. Extent of smoothing indicates plate remained in patient for an extended period of time after the initial failure. All distal screw holes have wear indicating that a locking screw was installed. There is significant removal of anodization on the bottom of the proximal fragment near the fracture site. This further suggests plate remained in patient for a long duration after initial failure.

Event description:
A distal clavicle plate was implanted into the patient. At some point post op, the plate broke and was explanted.